Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end to end anastomosis, the device did not cut the tissue. The cutting mechanism did not engage.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument note no abnormalities. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.